Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow after placement. The catheter was replaced and urine flowed out.

Event description:
It was reported that there was no urine flow after placement. The catheter was replaced and urine flowed out.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No visual defects were noted on returned catheter. Evaluation found no blockage in the drainage lumen. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. Sample was sent for flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿5) do not aspirate urine through drainage funnel wall. 6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely."